Manufacturer narrative:
(B)(4).

Event description:
It was reported that the temple transport team was connecting an arrow intra-aortic balloon (iab) from an arrow intra-aortic balloon pump (iabp) to their aero-a2w pump. The staff had all the connections made, but the pump would not pump. It was also noted that the led lights were lit up on the ap select for both transducer and monitor. The assist ratio had lights in both the 1:2 and 1:4. The staff tried powering the iabp off and back on several times with no change. The patient is currently on the sending hospitals iabp. The team is unable to transport using the sending hospital's iabp because it will not fit into their aircraft. The team changed the settings for both the ap select and assist ratio. The iabp would not respond. The team checked the umbilical cord to the iabp and to the control head, both are secure and tight. As a result, the team are requesting another aero pump be sent to them from their base. The iabp will be reported to the hospital biomed. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#: (B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of aero-a2w will not pump is not able to be confirmed. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends. Corrected data: the correct material for an ac2 transport pump is iap-0535 instead of iap-0500. The information has been updated in the complaint file.

Event description:
It was reported that the temple transport team was connecting an arrow intra-aortic balloon (iab) from an arrow intra-aortic balloon pump (iabp) to their aero-a2w pump. The staff had all the connections made, but the pump would not pump. It was also noted that the led lights were lit up on the ap select for both transducer and monitor. The assist ratio had lights in both the 1:2 and 1:4. The staff tried powering the iabp off and back on several times with no change. The patient is currently on the sending hospitals iabp. The team is unable to transport using the sending hospital's iabp because it will not fit into their aircraft. The team changed the settings for both the ap select and assist ratio. The iabp would not respond. The team checked the umbilical cord to the iabp and to the control head, both are secure and tight. As a result, the team are requesting another aero pump be sent to them from their base. The iabp will be reported to the hospital biomed. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of aero-a2w will not pump is not able to be confirmed. The display head was replaced by a ge service representative. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends. Corrected data: the correct material for an ac2 transport pump is iap-0535 instead of iap-0500. The information has been updated in the complaint file.

Event description:
It was reported that the temple transport team was connecting an arrow intra-aortic balloon (iab) from an arrow intra-aortic balloon pump (iabp) to their aero-a2w pump. The staff had all the connections made, but the pump would not pump. It was also noted that the led lights were lit up on the ap select for both transducer and monitor. The assist ratio had lights in both the 1:2 and 1:4. The staff tried powering the iabp off and back on several times with no change. The patient is currently on the sending hospitals iabp. The team is unable to transport using the sending hospital's iabp because it will not fit into their aircraft. The team changed the settings for both the ap select and assist ratio. The iabp would not respond. The team checked the umbilical cord to the iabp and to the control head, both are secure and tight. As a result, the team are requesting another aero pump be sent to them from their base. The iabp will be reported to the hospital biomed. There was no report of patient complications, serious injury or death.